Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer initially reset the pump themselves before contacting technical support, who confirmed the malfunction and provided reset information. Technical support arranged for a replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.